Manufacturer narrative:
E1: initial reporter address-(B)(6). E1: initial reporter city-(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location; further described as, ¿some liquid under the cycler¿. The patient was connected at the time of the event. This occurred during dwell phase of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.